Event description:
Pt was admitted in hosp (B)(6) 2008 for ICD site infection. There is a 1 mm diameter sore with drainage in the left upper pectoral ICD site area. Pt is now on IV antibiotics. Pt is scheduled for ICD and lead explant tomorrow (B)(6) 2008.